Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called regarding a letter received for hospitalization. The customer stated he still feels shaky and falls down a lot. The customer is off the insulin pump, is treating with lantus and humalog. The customer stated he feels much better now that he is off the insulin pump. The customer's wife is now administering his mdi's. The customer stated he's not always lucid and was having hallucinations. The customer discontinued the use of the insulin pump around 12/20/2015. The customer stated he treated himself with an injection through the insulin pump, he was not normal. The customer is thinking about going back on the insulin pump, but both his doctor and wife agree he should stay off the insulin pump. The customer blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer states his wife took him to the emergency room due to levels and disorientation. The customer states they were not hospitalized for their blood glucose levels or issues with the pump. The customer states they have not been on the pump for two to three weeks and have felt a lot better being off it. The customer was advised that the device would be safe to wear considering the cause of the emergency room visit was not due to the pump. The customer declined and stated that their levels have been in the 30mg/dl range while on the pump. The customer declined to troubleshoot for the lows.